Manufacturer narrative:
The nail was classified as primary product during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail returned was documented as faultless prior to distribution. During investigation no material, design, dimensions or manufacturing related issues were found. The nail was heavily drill marked within the anterior bridge of the proximal lag screw hole; a part of the bridge material was completely abraded at lateral. The anterior breakage line was found within the drill marked area. This misdrilling effect did weak the anterior bridge significantly and caused a notching effect on the lateral side that favours the nail breakage. Misdrilling could occur in case the target device was pre-damaged, instruments were not assembled correctly or bending forces were applied to the drill and/or target device during drilling. The operative technique includes that the target device shall be checked prior to every surgery. Lines of rest, spread to medial, were visible on the anterior bridge breakage surface at lateral; towards medial the surface got rough and cliffy. The bridge broke first step by step beginning at lateral and finally spontaneously at medial. The posterior bridge showed a rougher surface; also lines of rest were visible at lateral, spread towards medial; at medial and posterior the surface was rough and cliffy. After the anterior bridge was fully broken, the posterior bridge followed also first step by step and finally spontaneous towards posterior. The nail broke due to a fatigue fracture and to the end in a brittle rest fracture. Deep bearing points on the distal part of the proximal nail hole indicate that heavy loads were applied postoperatively to the implants so that the nail material was deformed outwards. These loads did also contribute to the nail breakage. The customer¿s height and weight indicates that the patient is most likely obese; furthermore heavy loads were applied to the implants postoperatively, indicating that most likely the patient loaded the implants with full weight. Obesity, postoperatively loads and intraoperatively implant damages are adverse effects that can lead to implant breakages and are listed in the IFU and operative technique. Because no manufacturer related issues were found the case is attributed to the patient, contributed by the user. No non-conformity identified.

Event description:
It is reported by the surgeon of the hospital, that the nail broke after 6 weeks of implantation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It is reported by the surgeon of the hospital, that the nail broke after 6 weeks of implantation.